Event description:
Caller states that patient 1 tested 6.9 inr while a lab drawn within minutes returned as 4.2 inr. Patient 2 reportedly tested 7.4 inr while a lab drawn within minutes returned as 4.3 inr. No action was taken based on device results. No adverse even reported. Requested return of suspect device and replacement was sent.